Event description:
It was reported that the patient was diagnosed with severe obstructive sleep apnea when vns therapy was implanted in the patient. The patient was eventually replaced (no indication to be related to osa). The explanted device was not returned after this replacement no other relevant information has been received to date. Of note, MFR report # 1644487-2025-10548 captures a continuation of this osa on the patient's subsequent generator along with an alleged vns functionality discrepancy.

Manufacturer narrative:
G6. Type of report; corrected information; initial report inadvertently submitted as a 5-day report. Correction submitted to select appropriate report type.